Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to on ongoing blood glucose (bg) levels ranging from 352 mg/dl to about 500mg/dl. Cause of elevated bg level was unknown. Bg was treated with fluids and manual insulin injections, and intravenous insulin. Reportedly, customer left the ER 3 hours later with customer in stable condition (bg about 400mg/dl).